Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that the monopolar curved scissors instrument would not open. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments blades were stuck. The blades were stuck together due to a significant amount of debris. Failure analysis investigation also found the instruments tube extension and pad printing were removed. The pad printing that was removed measured approximately .735 x .160. The pad printing removal may have been likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's tube extension, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.